Event description:
It was reported to boston scientific corp. On 12/12/2008, that an endovive standard peg kits push method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure, performed in 2008. According to the complainant, it was reported that "they could not backload the wire over the peg tube". The procedure was completed with another endovive standard peg kits push method. There was no pt complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.